Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs. The patient was in the intensive care unit and external pacing pads were placed. A revision procedure was to be planned for a date in the future. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made, however, were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal only portion of the lead was returned severed 115 millimeters (mm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the is-1 terminal pin and is-1 ring and the distal and proximal hv terminal pins. On the terminal pin, of the 3, 1 was noted to be in the correct location and the other 2 were noted to be towards the end of the terminal pin. Resistance testing was performed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not confirm the reported clinical observations based on analysis of the returned portion of the lead.

Event description:
Additional information was received that the device and lead were explanted and returned for analysis. No additional adverse patient effects were reported.